Event description:
Boston scientific received information that during a routine device follow-up, a review of the lead daily measurements showed this right ventricular (rv) lead had two out-of-range shock impedance measurements that were greater than 200 ohms. No other issues were noted, and no changes were made to the system at this time. Later, the patient was seen again, so additional shock impedance testing could be performed. Also, a copy of the device data was saved to a disk and submitted to technical services for evaluation. Upon engineering review of the device data, it was confirmed that the shock impedance measurements were high, out-of-range in all shock configurations. No noise was observed, and it was reported that an x-ray showed no visible lead damage. Technical services discussed the data pointed to a potential lead problem, but there was not enough evidence to rule out a device issue; therefore, it was recommended to replace both the lead and the device. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain in service, pending the replacement procedure. This report will be updated when additional information is received. Boston scientific received additional information that the device and lead were later explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Body fluid was observed in all lead barrels, but this did not contribute to the impedance observations. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations; however, laboratory analysis of the returned lead concluded that a build-up of calcification on the shocking coils caused the increase in shocking impedance measurements. The device met specifications.